Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a prime fill anomaly. They were trying to change the reservoir and during the load cycle, there was insulin coming out of the insertion needle and cannula. They switched to a different set but the same thing happened so they decided to use the set. Everything seemed okay. The customer¿s blood glucose level at the time of the incident was 300 mg/dl. The customer stated they took a manual injection to treat the high blood glucose. Troubleshooting was performed. The device will not be returned for analysis.